Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after a laparoscopic colectomy with low pelvic anastomosis procedure, the patient underwent drainage of a pelvic hematoma to rule out an abscess. The patient experienced an anastomotic leak and was admitted to the intensive care unit (ICU) for an extended hospitalization. The patient was seen and evaluated by the surgical team after the colectomy due to rectal bleeding related to the hematoma, as indicated by the CT scan. Antibiotics were administered orally. The patient was also evaluated by the infectious disease team, which made recommendations for therapy. Intensive antibiotic treatment was initiated, and the patient improved with resolution of symptoms.